Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received having reached end of service (eos) and operating in backup mode upon interrogation. A longevity calculation was performed and found battery depletion was premature. Electrical testing revealed a high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that during the device preparation for the implantation, the device showed eri (elective replacement indicator). Another new device was implanted. The patient was stable.